Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation became aware of an event involving fdr go plus e. It was reported that the user cut his finger when he crashed the x-ray unit into a door and was required to have stitches and a tetanus shot administered. The user's injury was treated and no additional medical intervention was reported to be required. There was no patient involvement, and there was no death reported with this event.